Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.

Event description:
It was reported that the device failed the self test during the boot up and it was beeping continuously during a return order service. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no damaged on the device. Functional testing found the reported complaint was verified. The device was plugged with a test cassette and powered up. The double beeping was verified. Found event log with multiple "no disposable errors" the down stream occlusion sensor will need to be replaced. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).